Event description:
It was reported to philips that the user was unable to enter in system. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
It was reported to philips that the user was unable to enter in system. There was no reported patient or user involvement and no adverse patient/user impact. One processor pca was returned for failure analysis. The reported problem was verified during lab tests. The failure was isolated to a corrupted program code in the flash memory u39/u40.